Manufacturer narrative:
Onsite investigation was preformed by the field representative, the reported event could not be replicated during system checkout as system functioned as intended and without any problems. No parts were replaced or returned and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a spinal fusion procedure, they received a 'camera disconnected' error message on the select instruments screen and the camera was cycling. They were able to reboot and proceed with the case. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.